Manufacturer narrative:
D4: primary UDI number; corrected. H6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that infusion device placed on top of tegaderm has come off, with the plate of the infusion device separating from the white sticky tape/dressing under the plate. This was the fourth time there were issues with the infusion device coming off the patient's skin, raising the question whether the glue on the infusion port was adequate. The patient replaced the device and restarted the infusion. No patient harm/adverse event was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.